Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they had a previous incident that resulted in a revision surgery. There were no patient symptoms reported. The patient's indications for use were non-malignant pain and complex regional pain syndrome type 1. No cause or date for the revision surgery was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.